Manufacturer narrative:
Initial reporter is a distribution and information manager not a biomed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak at the filter of an extension set; no further details of the event were provided. There was no patient harm.

Manufacturer narrative:
Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report of a leak at the filter was confirmed. Visual inspection showed no anomalies. Functional testing resulted in leaking from the filter vent. The cause of the leak was not definitively identified however the probable cause was an oversaturated and wetted out filter.